Event description:
On (B) (6) 2009 the pt reported that an e6 (mechanical) error was displayed on her infusion device followed by an e8 (power interrupt) error. She stated that the e6 was also displayed 5 days ago. The battery had been in use for 2-3 weeks. She inserted a new battery into the infusion device and performed the cartridge change procedure to clear the error. She stated that the infusion device makes an abnormal noise during bolusing. She stated the noise began 20 days ago and does not occur during other device functions. The infusion device has not been dropped or exposed to water. She stated that she has noticed condensation in the cartridge compartment of the infusion device. She does not attach the infusion tubing and adapter to the insulin cartridge prior to insertion into the infusion device and she was advised to do so. She was advised to switch to her backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.